Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an amplatzer duct occluder was chosen for procedure. After the device was released from the delivery cable, the device shifted in position within the intended implant site and was not seated properly. The device was retrieved via transcatheter snare. A replacement device, an amplatzer duct occluder ii, was successfully implanted to resolve this event. The patient remained hemodynamically stable throughout the procedure. There were no other adverse patient effects during or after the procedure. The patient did not experience any permanent impairment or damage as a result of this event. No additional information was provided.

Manufacturer narrative:
An event of device not seated properly and migration of device within the intended implant site were reported. The investigation confirmed the device met dimensional, functional, and visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.